Manufacturer narrative:
Sections with additional information as of 18-oct-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-062: user had poor technique.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer contacting pharmacist due to meter results. Test strips were not returned for evaluation. Meter was returned - reported defect not reproduced on returned meter. Product evaluation has been completed and most likely underlying root cause selected. Most likely underlying root cause: mlc-062: user had poor technique: note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 268 mg/dl. The customer¿s expected am fasting blood glucose test result range is 98-116 mg/dl. The customer feels well and did not report any symptoms. Customer had contacted her pharmacist due to concern with the high results; pharmacist had referred customer to manufacturer. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 12/31/2023 and test strips have been opened less than one week. The meter memory was reviewed for previous test result history: result 1 : 268 mg/dl, date: (B)(6), time: 2:42pm, non fasting result 2 : 199 mg/dl, date: (B)(6), time: 12:11pm, fasting. Result 3 : 190 mg/dl, date: (B)(6), time: 12:11pm, fasting. Result 4 : 159 mg/dl, date: (B)(6), time: 8:53am, non-fasting. Result 5 : 200 mg/dl, date: (B)(6), time: 7:00am, fasting.